Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. Corrected d4 serial number. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the pump stop issue was not determined without returned product investigation and sufficient clinical details, including data logs. The cause of the injury was not determined due to insufficient clinical details.

Event description:
Clinical narrative: no patient demographics or past medical history were reported. The device was used for the indicated purpose of treating acute myocardial infarction and cardiogenic shock. During the weaning process, the impella cp stopped. Despite the pump stoppage, weaning was successfully completed without any reported harm or adverse effects to the patient. The impella defective alarm was noted during the event. Replacing the aic did not resolve the issue, and pump reconnection did not restore function. The device was removed due to the failure mode. The pump stopped during weaning but did not result in patient harm. Troubleshooting did not resolve the issue, and the device was removed and will be returned for evaluation. The event was contained, and the patient remained stable and survived. The impella cp will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange however the exchange was performed with no consequence to the patient and support was resumed without any known adverse events.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.